Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed blistering rash from the ucor hfams patch. Patient described the area as itchy blisters under the adhesive patch with sharp pains. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended a prescription. Outcome of the skin irritation is unknown.